Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During the procedure, the cuts are made with the saw blade assembled in the corresponding saw head in saw mode and each that was used the thread above that is the one that allows the saw blade to be released assembled is fixed and safe, for this the specialist presents discomfort, so much that for a moment he stated that he would stay with the engine. In addition to this, failure becomes a dangerous maneuver because the saw can easily be removed; finally it was possible to finish the cuts correctly since the doctor had to have all the time his hand on this thread so that it did not go loose. In addition to this, also during the surgery it is evident that the gap meter is without one of its springs. Finally, the surgery was completed successfully, without affecting the patient and without alterations in the surgical times.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A search of the depuy synthes nonconformance (nc) quality system found no nc¿s associated with this product code 254401014/ lot bfa2mjd combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> a search of the depuy synthes nonconformance (nc) quality system found no nc¿s associated with this product code 254401014/ lot bfa2mjd combination.